Event description:
The surgeon implanted a silicone lens model aq2003v and the haptic was damaged during insertion. The lens was removed without patient injury. It is unknown if there was a product malfunction.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and one haptic was torn off.